Event description:
Caller reported multiple alarms, including alarm 2 and alarm 26, indicating occlusion events earlier in the day. Despite these issues, the customer¿s blood glucose level did not exceed 500 mg/dl. The customer resolved the occlusion issues by changing the infusion set and cartridge and resuming insulin. Although experiencing recurring occlusion issues, the customer declined additional assistance.